Manufacturer narrative:
It was reported that on 03/26/2025 that there was foreign particulate identified "within the packaging" while "putting on the shelf". The customer reported there was no patient or procedural involvement. The customer reported the particulate was not located inside the syringe fluid pathway, however after evaluating the returned sample, it was noted that the particulate was located inside the barrel of the syringe. No additional details are available related to the customer reported issue. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that on 03/26/2025 that there was foreign particulate identified "within the packaging" while "putting on the shelf".